Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had infection and erosion. Reportedly the patient fell and noticed that the defibrillator was eroding through the chest. Additional information received from the field representative indicated that the physician had cut the lead below the yoke and pulled the insulator over the conductors then tied the insulator. Another surgeon then cleaned the pocket and placed a wound vac. There were no additional adverse patient effects reported. All available information indicates that this rv was surgically abandoned.